Manufacturer narrative:
Product investigation summary: there are visible wear and tear marks on the shaft of the returned device. Furthermore, it was discovered that the threaded part of the coupling screw was broken. Due to the damage on the connection screw and the impactor, the relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. The review of the manufacturing documents verified that the correct material was used and the production procedure was according to the specifications. The microscopic view of the broken surface does not show any anomalies of materials structure. Based on the investigation results, and the received information, the exact root cause of the event could not be determined. Due to the heavy wear and tear signs, along with the bad condition of the devices, it is likely that the instruments were subjected to an excessive force during application. Such force could have caused the breakage and the malfunction of both devices. Furthermore, it is likely that the connection between the wrench and the screws were not aligned as intended, which would also contribute to the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: january 13, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that threads on the tip of the dynamic hip system (dhs) connecting screw broke during a procedure. There was no delay to surgery time. This is report 1 of 1 for (B)(4).